Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 349 mg/dl and 151 mg/dl within 4 minutes on the aviva connect system. No adverse event reported. The alleged product was requested for evaluation.